Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. ¿ anxiety-product/procedure : unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ deformation observed on the device. ¿ wear abrasion observed on the device. ¿ brown particles observed.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and a bilateral exchange from textured to smooth due to product concerns. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown and a bilateral exchange from textured to smooth due to product concerns. Device remains implanted.

Event description:
Healthcare professional updated right capsular contracture to baker grade iii. The device has been explanted and replaced.